Manufacturer narrative:
Corrected information: h6: investigation findings: 3251. Additional information: investigation conlcusion: 61. H10: device evaluation: review of the device history record was performed. Pn 17140 ln 8729901 was manufactured to drawing rev k. Qty 40 were inspected by qc on 03/02/2021. During inspection, it was noted the devices had two non-conformances related to the ¼" square: 1) 24.14±0.12mm measured 26.32-26.339mm. 2) r2±0.07 measured 2.097 to 2.176mm. Both non-conformances were addressed under (B)(4). Quality engineering deemed the devices as use as is. The nonconformance had no impact on existing inputs and does not affect the fit or function of the device. The device was used for treatment, not diagnosis. Visual inspection confirmed that the distal tip is missing. This device is used to insert a screw into the patient's bone. The patient's bone quality is unknown. Based on the information available, the root cause is likely a result of excessive torque applied to the device during use. If additional information is provided, a supplemental report will be submitted.

Event description:
It was reported the distal tip of a screwdriver broke off. No patient injury reported.

Manufacturer narrative:
The returned device is currently being evaluated. A follow up report with results of the investigation will be submitted upon completion.